Event description:
Complaint called in by (B)(6) hospital biomed, (B)(6). (B)(6) was informed by (B)(6), rn manager, that a cycler had delivered too much fluid during the last use. (B)(6) indicated that there was no pt injury. Prescription settings for ccpd treatment from cycler data had five fills of 1,500 ml with a last fill of 350 ml. Fills one through five were approximately 1,500 ml. The cycler recorded a volume of 3,030 ml for last fill. (B)(6) was contacted and did not know the details of the incident, who reported, what symptoms occurred, or what the drain volume was. (B)(6) was contacted and also did not have more specific details of the incident. (B)(6) stated heater tray was not wobbly or touching the cabinet but plastic tray organizer was damaged. Cycler was replaced. The last fill volume of 3,030 ml could not be verified due to staff reporting incident did not have additional information.

Manufacturer narrative:
Cycler was inspected and tested. Passed a scale calibration check and a valve pressure test. The cycler completed stimulated treatments in which the weighed fill volumes were within 20 ml of the displayed fill volume. There were no indications of overfill. (B)(4).